Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer had low blood glucose symptoms with result of 154 mg/dl obtained on the advantage system while using comfort curve test strips. Paramedics were called, and customer tested 78 mg/dl on professional device within 10 minutes of result of 154 mg/dl. Paramedics treated the customer with juice and he was taken to the hospital. He was released 4 hours later and did not receive additional medical treatment. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.